Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and completed reset with guidance; error did not recur, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.